Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization on (B)(6) 2014. Customer was running through the house and fell on the floor. He broke his nose and had cuts in other places. Customer had a blood glucose of 34 mg/dl at the time of the incident. Customer also reported of high blood glucose level of 508 mg/dl. Customer treated with ten units of insulin using a syringe. Customer stated that the insulin pump has been alarming battery out limit. Assisted customer with clearing the alarm and reprogramming the time and date of the insulin pump. No other information reported.